Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found that both patient restraint wires were cut/broken, both corners on the top cover were cracked, damage to the front/bottom enclosures and the battery compartment, the battery lock was bent, and the drive shaft was stiff when rotated (sticky clutch). The primary complaint was confirmed during functional testing. The platform was powered on; however, there was no display. Further investigation found that the processor board was faulty. The archive data could not be reviewed due to the faulty processor board. The autopulse platform is a reusable device and was manufactured on 10/09/2007. Therefore, the primary compliant observed during functional testing and the physical damages found during visual inspection (unrelated to the primary complaint) are characteristic of normal wear and tear for the life of the device.

Event description:
During a shift check, it was reported that when the autopulse platform (s/n: (B)(4)) is powered on, the display panel is blank. There was no patient involvement reported.